Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the ER physician went to place the chest tube, 24f or 28f, but could not get the trocar to come out. The physician even tried to wrap something around it to get a better handle on it and it still would not come out; removed the chest tube altogether, then no problem, but once the tube was removed there was no problem removing the trocar. There was no reported patient injury.